Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for wound dehiscence at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation identified an infection. The evoke scs system was explanted and the implant site was cleaned to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant. The physician attributed the infection to the patient¿s delay in receiving antibiotics post implantation due to an insurance issue.